Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl; cause was not known. Ketone level was large. Bolus was delivered to address bg. System check with tandem technical support found the pump time was off by 10 minutes; cause was not reported. Reportedly, pump supplies were changed. Recommendation was made for the customer to discuss the event with a healthcare provider.